Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen needle jams half way through insulin injection with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: it was reported that when the customer tries to use 54 units of insulin, it jams when he reaches to 18 unit or somewhere half way.